Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the physician placed the ptd where it needed to be. As he was pulling back, the tip (basket) popped off. It needed to be retrieved. A snare was used to retrieve the device and no further treatment was necessary and no additional complications were noted. "There was no patient injury or consequence reported. The patient's condition is "fine". It is unknown if therapy was delayed/interrupted.

Manufacturer narrative:
Qn# (B)(4). The customer returned the product lid stock, needle holders, a 5fr ptd catheter and a ptd rotator for evaluation. The device showed evidence of use. It was visually confirmed from the returned sample that the tip is broken off. The assembly appears typical except that the tip is broken off at the base of distal basket cap and only a portion is present on end of the basket. Microscopic examination revealed that the tip end is smoothed over and pinched at the separation point indicating a tear. The tip material folded over itself completely covering the tip of the basket cap. The remaining tip material attached to the connector measured 2.0 mm. Signs of use are observed in the basket assembly and catheter sheath. The sheath appears typical with no twists or kinks present. The basket wires are intact and secure within the basket connector. No other defects or damage were observed. The remaining piece of tip attached to the basket cap measured 2 mm in length. Functional testing was performed with the returned assembly and rotator. The assembly functioned as expected. The basket was able to be retracted and advanced in and out of the sheath with minimal resistance. A device history record (DHR) review was performed on the ptd device and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudo aneurysm. The reported complaint of the distal basket tip separated from the basket was confirmed through visual inspection of the returned sample. A portion of the tip remained attached to the distal connector and appeared smoothed over and pinched indicating a tear. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined. A CAPA has been previously initiated to further investigate this issue.

Event description:
The customer reports that the physician placed the ptd where it needed to be. As he was pulling back, the tip (basket) popped off. It needed to be retrieved. A snare was used to retrieve the device and no further treatment was necessary and no additional complications were noted. "There was no patient injury or consequence reported. The patient's condition is "fine". It is unknown if therapy was delayed/interrupted.